Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with irregular topography in both eyes 3 years and 2 months after surgery. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of poor vision distance in left eye more than in right eye.